Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: I broke my bottom left tooth at the very back on thursday, may 9th. I have a dental appointment on wednesday, may 22, with my regular dentist to attempt a repair. After discussing with the dentist, he said my bottom retainer will most likely no longer fit correctly after the repair, and I will need a new bottom retainer. I would like to request a mold kit to be fitted for a new bottom retainer. The customer service team sent the request for an aligner evaluation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.